Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the provided pictures noted the shaft was bent at the link. The product was not returned to perform additional evaluation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported the flexible screw driver was fractured while screwing the set screw. Attempts have been made and additional information on the reported event is unavailable.